Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction of guidewire tip torn was confirmed. Based on the results of the investigation, the cause of the breakage was because the guide wire distal end did not meet strength specifications due to suboptimal molding conditions during manufacturing. The root cause could not be identified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 5. This may damage the distal tip. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/full establishment name: (B)(6) state health agency (B)(6) state hospital (B)(6) location.

Event description:
It was reported the single use mechanical lithotriptor had broken into two pieces. The issue occurred during preparation for use for a therapeutic endoscopic retrograde cholangiopancreatography procedure. There were no reports of patient harm.